Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm. The internal battery was replaced to address the warning alarm while the main circuit board was replaced as a precautionary measure. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During evaluation of an astral device, the main circuit board had a leaky super capacitor and the device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.